Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left, sz 3 (cat# 02-010-03-0230 / serial# (B)(4)). Lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial#(B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a (B)(6) female patient had a revision due to effected poly causing poly wear within 15 months. Patient's liner was replaced. There was no breakage of the device. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received the following sections d4, d9, g3, g6, h2, h3, h4 and h6 have been updated accordingly. (H3) the revision reported may have been the result of prosthesis wear as stated in the experience report. Additionally, a contributing factor to the early onset of wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.